Event description:
It was reported that the controller displayed the error message ¿cannot provide desired intensity settings,¿ and device interrogation with a clinician tablet identified impedance issues, including high impedance, greater than 40,000. The patient reported losing balance while walking up steps and falling backward down the stairs approximately three months earlier, and stated that the out-of-range issue had been occurring since the fall. Troubleshooting was performed by changing references during the impedance check and reprogramming so that questionable contacts were not in use. Lead revision was discussed as a potential management plan, and the patient planned to follow up with the physician¿s office to discuss further. The issue was reported as ongoing, and the patient was reported to be alive with no injury. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.